Event description:
It was reported that the patient with this pacemaker experienced light headedness and significantly low blood pressure, suggesting a possible clinical incident. The patient suspected being in atrial fibrillation and noted an unusual sensation of pacemaker pacing that is not typically perceived. The patient expressed concern regarding pacemaker function and was in contact with a healthcare professional. To date, this device remains in service. No adverse patient effects were reported.